Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6).

Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) was alarming low vacuum. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
H3 other text : repair service not done.

Event description:
N/a.